Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly; the pump was dimpled when pressed. Two weeks later the ipp pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly; the pump was dimpled when pressed. Two weeks later the ipp pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament and no leaks were found. The pump was functionally tested and did not pass. Product analysis confirmed the reported event.